Event description:
Subsequent to the intial MDR, a correction is required.

Manufacturer narrative:
(B)(4). 3004753838-2025-224967 was reported in error. Please disregard initial reporting of h6 codes 3233 and 11, as no data or device was provided investigation.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert/notification settings issue occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.